Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 584 mg/dl. The caller felt that the hospitalization was due to lack of education on the insulin pump and communication. The caller was able to conduct the high pressure test on her own, and the insulin pump did pass. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.